Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber tip fell off while removing the fiber from the scope. The tip did not detach inside patient. The fiber was exchanged, and the procedure was completed utilizing the second fiber. Patient outcome: "ok"; there was no patient injury reported due to the event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks, and signs of melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that the cap detached after 120,850 joules of use. The second fiber expended 28,555 joules to complete the procedure. The tip of the failed and finishing fiber were cleaned during the procedure.